Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the image was not displayed due to damage to the charge coupled device (ccd) unit, and the most probable cause of the foreign matter in the auxiliary jet channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited no image display and foreign matter in the auxiliary jet channel. There was no patient involvement.